Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inner-member was wrinkled, stretched, and separated. Additionally, the distal shaft was wrinkled and stretched. Guide wire resistance was confirmed. The damages to the inner-member and distal shaft likely occurred as a result of inadvertent mishandling as resistance was met with the guide wire, which contributed to the guide wire resistance noted during withdrawal. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous, concentric, de novo, distal, left anterior descending artery stenting procedure, a xience prime stent delivery system (sds) was advanced over a balance middleweight (bmw) guide wire meeting resistance and would not advance past the exit notch. The xience prime sds was removed from the bmw guide wire with difficulty and the same bmw guide wire with a new xience sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.